Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for system explant procedure due to noise on the right atrial and right ventricular leads. There was a previously capped right atrial lead, capped on (B)(6) 2016 due to noise, that was also explanted. All three leads were explanted and replaced on (B)(6) 2018. The patient was well with no complications.